Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. The customer's blood glucose level was 142 mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.